Event description:
It was further reported that the revision was completed. Outcome was not provided.

Event description:
Additional information received reported the implantable neurostimulator (ins) was removed due to impedances.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted:2012 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), product type extension product ID, 7428 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type implantable neurostimulator product ID, 64002 lot# unk, explanted: 2012 (B)(6), product type adapter product ID, 64002 lot# n314921, explanted: 2012 (B)(6), product type adapter. Analysis of the device, model 37601, serial no. (B)(4), found no anomaly. Analysis of the extensions, model 748251, serial nos. (B)(4) and (B)(4), found the extension body conductor broken, coiled wire in body. Analysis of the adaptors, model 64002, found no anomaly. Analysis of the accessory kit, model 3550-29, found no anomaly.

Manufacturer narrative:
Lead model 3387-40, lot: j0555411v, implanted: (B)(6) 2005, explanted: na. Lead model 3387-40, lot: j0555411v, implanted: (B)(6) 2005, explanted: na. Extension 748251, serial: (B)(4), implanted: (B)(6) 2005, explanted. Na. Programmer 7436, serial (B)(4).

Event description:
It was further reported that the patients device was xray-d. There were no malfunctions or issues noted on the chest, neck and head x-ray. Another impedance test was ran, which came back extremely high. The device was re-programmed, but the patient was not receiving effective therapy. The physician believed the issue to be the pocket adaptor. The patient was scheduled for surgery for (B)(4) 2012.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a loss of therapeutic effect, noted as a minor loss of therapy, following a replacement. The patient may have fallen, but it was not confirmed. The patient was unable to adjust stimulation. The "call your doctor" icon was on the patient programmer, as well as the out of regulation (oor) code. The neurostimulator was still on, and the program running was at 3.5v on each lead with a unipolar combination. The oor may have been due to a short. Impedances were also >4000 ohms (about 6000 ohms) on most electrode pairs. Palpating the neurostimulator did not initiate any symptom change. It was suggested that the patient see their healthcare professional for further investigation.